Manufacturer narrative:
Per the fresenius medical care clinical investigations pharmacovigilance report reviewed by the pharmacovigilance physician: information obtained by the nurse manager, was that the doctor stated the cause of death myocardial infarction. There is no reported cycler malfunction which could have caused a myocardial infarction. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding complaints of deaths or serious injuries received between (B)(4) 2011 to (B)(4) 2013.

Event description:
A peritoneal dialysis (pd) nurse manager called technical support to pickup a cycler. Patient had passed away while connected to the cycler. The patient was suffering from multiple problems and was hospitalized for a massive mi (myocardial infarction). Per the pd nurse, the doctors stated that the cause of death was another myocardial infarction.